Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported receiving inaccurate readings on their precision xtra/optium blood glucose meter. The adc meter readings obtained were compared to lab results as follows: adc meter: 143 mg/dl, laboratory results: 83 mg/dl, parkes error grid zone: c, adc meter: 161 mg/dl, laboratory results: 114 mg/dl, parkes error grid zone: b, adc meter: 152 mg/dl, laboratory results: 86 mg/dl, parkes error grid zone: c. The blood tests were performed within a ten min timeframe. When plotting the readings against the lab results on a parkes error grid, some meter readings fell in the "c" zone and the "c" zone shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.